Event description:
During preparation for use in a cardiopulmonary bypass procedure, the central control monitor (display) of the heart lung console froze part way into the startup process. The pump console was power cycled and normal function was restored. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated but not yet begun.